Manufacturer narrative:
The reported event helix mechanism issue was confirmed, but the reported events of inadequate capture, and high lead impedance were not confirmed. A full lead was returned in one piece for analysis. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found the helix compressed and damaged that could have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism was isolated to blood and tissue in the helix region, over torqued of the inner coil, and the helix compressed and damaged. Electrical testing was normal with no other anomalies found.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right atrial (ra) lead exhibited high capture threshold and high pacing impedance. During ra lead reposition procedure, it was found, that the helix failed to be extended. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.